Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise was reported on rv lead on peigm on hm. Recordings were reviewed and noise was confirmed on rv lead tip to ring sensing. Plan of action will be determined by md, lead remains implanted.